Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had blood glucose levels up to high on the meter (above 600 mg/dl) with ketones. The reporter confirmed that the pump was delivering insulin but that the patient's blood glucose was not responding; the reporter stated was not sure if the issue was the pump or the insulin. The reporter confirmed that the patient's blood glucose decreased on injections. The reporter stated that the patient's blood glucose went into the 500's two week prior and the patient discontinued the pump in favor of injection and the patient's blood glucose levels were controlled in the 100 to 200 mg/dl range. The reporter stated that the patient continued pump therapy the morning of (B)(6) 2012 and the patient's blood glucose went high. The pump was unavailable for review at the time of contact. Multiple attempts were made to contact the reporter for troubleshooting but were unsuccessful. No further issues have been reported at this time. This report is made due to the conclusion that the use of the insulin pump could not be ruled out as a cause or contributor to the patient's hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.